Manufacturer narrative:
A portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Pacing threshold measurements were also noted to have increased. Shock impedance measurements were stable at 50-55 ohms. Noise was noted on the rate/sense portion of the lead, however was not being sensed by the device. Boston scientific technical services (ts) recommended a chest x-ray to assess the lead. Subsequently, the lead was surgically abandoned and replaced due to fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an insulation abrasion 28.5 centimeters (cm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. Laboratory analysis was unable to confirm the reported clinical observations as only the terminal portion of the lead was returned and was found to be electrically continuous.

Event description:
--